Event description:
Major pump unit(s) involved: blood pump.additional text: thoratec ivad signal processor lead.specific component(s) involved: driveline malfunction.additional text: loss of fill signal.causative or contributing factor: no specific contributing cause identified.other intervention : placed in fixed mode operation.type: lvad.

Event description:
Major pump unit(s) involved: blood pump specific component(s) involved: driveline malfunction.